Event description:
Globus received a medwatch report from user facility. It was reported that pt was experiencing pain in the left sacroiliac area. X-ray revealed fracture of bilateral s1 screws. Pt underwent revision surgery (B)(6) 2013. Screw shaft on the right remains implanted, the rest of the construct was removed and replaced with re-fusion from l2-s1.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. The complaint reports the breakage of transition polyaxial screws. There was no reported incident which may have contributed to the breakage, no explants were received for analysis. We are unable to ascertain the exact cause of the breakage.